Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l6dy, implanted:(B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) flipped and it was too shallow. It was pressing up against the surface of the patient's back and making it sore. The doctor did a revision and put the ins deeper. It pushed back to the skin and the surface again and it was tilted on its side. The device stuck out and the patient could grab it with her fingers. It hurt the patient because it was pushing against the incision. They are considering moving the ins to the left side to see if it will help. The stimulation helped with her bladder, she had the device for interstitial cystitis. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. If additional information is received, a follow up report will be sent.